Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation. A visual inspection and functionality test of the returned device were performed following johnson & johnson medtech procedures. The device was received with a yellow wipe covering the tip section. Upon removal, residues of dried reddish, and the wipe cover material were found attached to the tip. A breakage was observed between the shaft and the tip. Additionally, under microscopic magnification, a broken section was observed, and polyurethane (pu) residues were found which indicate a proper manufacturing assembly. The device was connected to the carto 3 system, and it was recognized, and several electrodes could not be visualized. The device handle was dissected, and reddish material was observed along the device and in the printed circuit board. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The visualization issue reported by the customer was confirmed. The potential cause of the visualization failure could be related to the reddish material and broken tip observed. The potential cause of the broken tip and reddish material observed could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain the following recommendation: excessive bending or kinking of the catheter shaft or spines may damage lead wires and cause loss of electrode function. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with an optrell mapping catheter with trueref technology for which biosense webster¿s product analysis lab (pal) identified a breakage between the shaft and the tip. Initially, it was reported that the optrell catheter was not being displayed properly on the carto 3 system. The reporter noted that no error code was displayed on the carto 3 system. The splines of the optrell catheter were not being displayed. The reporter ensured that no metal was near the location pad. The cable was replaced without resolution. When the catheter was replaced, the issue resolved, and the case continued. No adverse patient consequence was reported. The visualization issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 31-jan-2025, a breakage was observed between the shaft and under microscopic magnification, a broken section was observed. This was assessed as MDR reportable with an awareness date of 31-jan-2025.